Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the needle piece removed from the patient during the same procedure? Broken needle was retrieved with no tissue damage. Were x-rays taken to locate the needle? N/a. Was any other tissue damaged as a result of searching the needle? No tissue damage. Both halves were placed in a needle sharps container and not saved. Only the empty suture package was saved. With no needle to send back and test send the empty package will not be sent back. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a gyn procedure on (B)(6) 2023 and suture was used. The needle broke off in the uterus. It was retrieved and a new suture was used to complete the case. No adverse patient consequences were reported. Additional information was requested